Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. It was reported that the customer's blood glucose (bg) level was above 400 mg/dl with ketones. The contact reported that the customer's ketone level was dangerous; however, the ketone level was not identified as being dangerous by a healthcare provider. In addition, the contact reported that the customer was experiencing back pain; however, the injury was not diagnosed by the healthcare provider. Contact indicated that manual insulin injections would be used until bg level return to normal range. During a follow up on (B)(6) 2016, the contact reported that the customer's bg levels remained elevated. Subsequently, the contact was administering manual injections to lower the customer's bg level.